Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported hemorrhage per the account is due to a combination of the stabilizer being at too steep of an angle as well the patient also had a hernia and therefore, is related to user technique/procedural conditions and patient conditions. Hemorrhage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4. During the procedure, the steerable guide catheter (sgc) was inserted into the patient with no complications. As soon as the septum was crossed and in the left atrium, the groin was noted to be bleeding more than normal. The bleeding was alleviated throughout the procedure by placing pressure above the bleeding site. The physician believed the cause of the bleeding was due to a combination of the stabilizer being at too steep of an angle as well the patient also had a hernia at the time of the procedure. The patient was reported to be discharged the next day.